Manufacturer narrative:
This supplemental report is being submitted to provide a correction to e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch.

Event description:
It was reported during a transbronchial lymph node biopsy, the needle broke. The needle fragment in the bronchus was removed with a biopsy forceps. It was later reported when the needle was going back into the endoscope after the third biopsy, there was resistance.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5) and to provide an update to fields (b5-new information received, d10, h3, and h4). The device was evaluated by olympus, and the needle was broken at 15mm from the tip of the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following mechanisms. 1.) A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2.) When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Event description:
Information inadvertently left out: the procedure was performed without an anesthesiologist and there was no need to prolong the anesthesia. Additional information received through follow up: the procedure was completed using a similar device. It was reported that the patient's health was not impacted by the event.